Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to device erosion. The device was replaced and has not been returned for analysis at this time. No adverse patient effects were reported.